Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing segments). Analysis also found the upper case is broken.

Event description:
It was reported the right side of the menu screen is not showing up when the device is turned on. It was also reported half of the lower screen is missing, cannot see any information on it. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).